Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.